Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was regarding charging difficulties. The patient (pt) reported they had been trying to charge for the last couple of days and the only message that the controller displays is 'checking the recharger'. This morning the controller said to call medtronic. The patient reset it and confirmed they saw no damage. They also confirmed the controller worked fine without the recharger plugged in. Pt reported their implant was completely dead and 'it burns when it is dead like this'. The patient confirmed it was because of not getting pain control and pt could feel the 'box' (ins) in there and it hurt really bad. A replacement recharger telemetry module (rtm)  was sent out.